Manufacturer narrative:
Follow-up #1 (6/18/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis (meter tested 6/10/2013, strips tested 4/15/2013) with the following findings: the meter passed all testing with no faults found; the error was not reproduced. The test strips were also tested and the primary complaint was not confirmed; however, when tested with control solution the 'apply blood' icon appears. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on april 15, 2013 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was observed where apply sample message was produced during a control solution test. The meter involved with this complaint has also been returned but not yet evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "162 and 146 mg/dl" with the subject meter and "120 and 126 mg/dl" with the other meter, performed within 30 minutes of each other, respectively. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.